Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with the initial intention of using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, cuff misses occurred with 6 devices as the sutures were not present when the plungers were removed. The pre-close technique was abandoned, and the evar was completed using a 12f sheath. After the evar, closure was attempted with 2 more proglide devices; however, cuff misses occurred again with both devices. After 8 device failures, the physician decided to perform a cutdown. During the cutdown, 2 anterior feet were found and were removed from the patient anatomy. It is unknown which of the 8 devices the feet separated from as all the devices were discarded immediately after use. Hemostasis was achieved via cutdown. A clinically significant delay was reported, however, there was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss and foot separation were confirmed with an observed link separation. A production record review for this product was not performed because the lot number was not reported and the component with the lot number was not returned. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss, foot separation and observed link separation appear to be related to operational context. It is likely that a needle deflection during plunger/needle deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract which likely resulted in the reported needle to cuff miss and observed link separation. The deflected needle likely struck the foot plate separating the foot. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.